Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) that ranged from 500 mg/dl to 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the cartridge had run out of insulin and the customer did not load a new cartridge. Recommendation was made to discuss diabetes management with a health care professional.